Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 539 mg/dl; cause was not known. Manual injections were administered to address bg. A system check was performed and the pump performed as intended. Reportedly, the customer does not follow labeling for the usage of pump supplies. Reportedly, the customer continued to use the pump for insulin therapy.